Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was unable to be determined. If additional information is received, a supplemental report will be submitted. The device history record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, sterilization, and quality control requirements. Note: the expiration date of the csl is not auto filling in the report form. The expiration date is 09-feb-2024. (B)(4).

Event description:
A lead replacement occurred on (B)(6) 2022. On (B)(6) 2022, the patient experienced pain and a swollen neck and face. It was determined the patient had a subcutaneous emphysema from a possible infection, and the surgeon decided to explant the device. The system was explanted on (B)(6) 2022, and an infection was confirmed. However, no culture was performed to determine infection type. No additional intervention was reported. The physician was unable to determine root cause of the infection. The patient was discharged home and, as of (B)(6) 2022, was doing well with no further complications. See MDR-3007972010-2022-00013 for lead replacement information.